Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states two months after the placement of the catheter, an air alarm was frequently set off during dialysis. After checking the catheter, cracks were found. The catheter was pulled and replaced.